Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy. There was no reported adverse impact to the customer's blood glucose level.